Event description:
Reporter's family member was diagnosed with a slight displacement of their tmj disc and suffered from slight headaches. In 2001 pt underwent surgery and had mitek anchors implanted in their tmj. Shortly after surgery pt began to experience the following problems: jaw cracking sounds, jaw pain, restricted jaw mobility, diminished hearing, ear problems, migraine headaches, jaw sticks, and reactive arthritis. The dr refused to see pt for follow up visits and has abandoned them as a patient.